Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on (B)(6) 2008, patient underwent following procedure: posterior interbody arthrodesis, l5-s1. Application of intervertebral biomechanical device at l5-s1. Arthrodesis with morsellized autograft taken from same incision. Posterior lateral arthrodesis from l4 to s1 with morsellized autograft and allograft. Posterior segmental instrumentation from l4 to s1. Bilateral laminectomy, lateral decompression and foraminotomy at l5-s1. Complete lumbar discectomy at l5-s1. Local bone graft harvest. For pre-op diagnosis of l5-s1 spondylosis and spondylolisthesis, degenerative disc disease at l4-5 and l5-s1 with foraminal narrowing, spinal instability at l5-s1, lumbar stenosis and foraminal stenosis at l5-s1. No complications were reported during the procedure. On (B)(6) 2009, patient underwent following procedure: anterior interbody arthrodesis at l4-5 and l5-s1. 2. Exploration of spinal fusion through anterior approach at l5-s1. Removal of cage at l5-s1. Application of intervertebral biomechanical device at l4-5 and l5-s1. Anterior segment instrumentation at l4-5 and l5-s1 with morsellized allograft and removal of posterior segmental instrumentation at l4-s1 and reinsertion of posterior segmental instrumentation from l4 to s1. Redo laminectomy lateral recess decompression of laminectomy at l4-5 and l5-s1. Use of allograft and application of bmp. Exploration of posterior spinal fusion; for a pre-op diagnosis of spondylolisthesis at l5-s1 due to spondylolysis at l5-s1, pseudarthrosis status post l4 to s1 posterolateral fusion , pseudoarthrosis at l4-5 and l5-s1, lumbar stenosis and foraminal stenosis at l5-s1. Per-op notes: after completing exposure , fluoroscopy was used to confirm appropriate location. L4-5 discectomy was performed and 12mm cage packed with allograft and bmp was inserted under fluoroscopic guidance. No complications were reported during the procedure. Post operatively patient sustained unspecified injuries due to rhbmp-2.